Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm long bipolar forceps instrument was analyzed and found have one bent grip, causing misalignment of the grips. There was a .0200¿ offset at the tips. This causes the grips not to grasp properly. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional findings not related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm long bipolar forceps did not grasp properly. The procedure was completed with no reported injury.